Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("patient underwent laparoscopic removal of most of essure coils with likely small remnants deep in muscular portion of uterus / retained foreign body fragment, essure device present at the bilateral fallopian tubes at the fundus level") and embedded device ("patient underwent laparoscopic removal of most of essure coils with likely small remnants deep in muscular portion of uterus/ leaving the small portion deep within the uterine myometrium") in an adult female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, postpartum depression, catheter site hematoma, post procedural pain, abdominal pain, right lower quadrant pain, postoperative pain, back pain, leg pain, dysuria, vaginal discharge abnormality and flatus. Concurrent conditions included dizziness, joint stiffness, nausea, sore throat, headache, fatigue, chills, perineal pain, endometriosis and dysmenorrhea. Concomitant products included docusate sodium, ibuprofen, meclozine (meclizine), oxycodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain since essure implantation"). The patient was treated with surgery (laparoscopy operative removal essure (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device and pelvic pain outcome was unknown. The reporter considered device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: patient's postoperative course was remarkable for large hematoma around right inferior port site. Feels pain in location of her laparoscopy port. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: 1. Large hematoma of the right lower quadrant anterior abdominal wall, with extension into the proportional fat of the right pelvis. Hematoma is presumably at the site of a laparoscopy trocar port. 2. Small metallic densities are evident at the uterine fundus at or near the fallopian tube origin bilaterally. Suspect partial retention of fallopian tube essure devices. 3. Small amount of free intraperitoneal air, consistent with recent laparoscopic surgery. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("patient underwent laparoscopic removal of most of essure coils with likely small remnants deep in muscular portion of uterus / retained foreign body fragment, essure device present at the bilateral fallopian tubes at the fundus level") and embedded device ("patient underwent laparoscopic removal of most of essure coils with likely small remnants deep in muscular portion of uterus/ leaving the small portion deep within the uterine myometrium") in an adult female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, postpartum depression, hematoma, post procedural pain, abdominal pain, right lower quadrant pain, postoperative pain, back pain, leg pain, dysuria, vaginal discharge abnormality and flatus. Concurrent conditions included dizziness, stiffness, nausea, sore throat, headache, fatigue, chills, perineal pain, endometriosis and dysmenorrhea. Concomitant products included docusate sodium, ibuprofen, meclozine (meclizine), oxycodone and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain since essure implantation"). The patient was treated with surgery (laparoscopy operative removal essure (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device and pelvic pain outcome was unknown. The reporter considered device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: patient's postoperative course was remarkable for large hematoma around right inferior port site. Feels pain in location of her laparoscopy port. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: large hematoma of the right lower quadrant anterior abdominal wall, with extension into the proportional fat of the right pelvis. Hematoma is presumably at the site of a laparoscopy trocar port. Small metallic densities are evident at the uterine fundus at or near the fallopian tube origin bilaterally. Suspect partial retention of fallopian tube essure devices. Small amount of free intraperitoneal air, consistent with recent laparoscopic surgery. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.